Event description:
It was reported that a patient saw his doctor on (B)(6) 2013 and it was documented that when the patient charged his device, he felt a burning sensation in the buttock area and a tingling sensation. The reporter stated that the patient's discomfort was greater than his pain and he wished to have the device explanted. It was reported that the system was explanted on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).